Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that health care professional (hcp) had a patient with this implantable pacemaker that was in the emergency room (ER) and complains of chest pain. Also, it was stated that device battery is low. Boston scientific technical services (ts) discussed the last interrogation which showed the approximate time to explant. Ts recommended having the device interrogated by a local representative or consult to confirm if it is at elective replacement indicator (eri). To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that physician and nurse discussed that patient's device needed to be replaced.

Event description:
It was reported that health care professional (hcp) had a patient with this implantable pacemaker that was in the emergency room (ER) and complains of chest pain. Also, it was stated that device battery is low. Boston scientific technical services (ts) discussed the last interrogation which showed the approximate time to explant. Ts recommended having the device interrogated by a local representative or consult to confirm if it is at elective replacement indicator (eri). Additional information indicated that physician and nurse discussed that patient's device needed to be replaced. To date, the device remains in service. No adverse patient effects were reported. Additional information from medical records indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.